Event description:
It was reported that: "while scrub tech was attaching navigator trial to t-handle, metal tab broke off of handle."

Manufacturer narrative:
Method: visual inspection, device history review, complaint history and risk assessment analysis. Results: visual inspection: returned t-handle presents broken wing at the tip of the instrument. Device history review: no deviation in regards with the failure mode reported was highlighted. Appearance and shape was controlled for the whole batch. Hence, there are no indications of product discrepancy. Complaint history: there were 15 similar complaints found in our database regarding broken t-handle tips. Risk assessment analysis: there were no adverse consequences reported. The surgery was completed successfully with no reported delay or adverse consequence for the patient. Conclusion: no anomaly that could be associated with the event was reported during the manufacturing of this batch. Such breakage is likely the result of excessive torque loads that may have been necessary to scrap the disc from the endplates of two vertebrae. Instrument failure may also be the result of previous condition of use that may have weaken the device wings. The damage was observed loading a trial in the course of surgery, it did not compromise the success of this one or involve any delay , there has been no medical consequence reported.